Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, stop current, run current, self test and off no power tests. The device had intermittent button response due to moisture damage to keypad traces. The device also had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and missing end cap sticker.

Event description:
It was reported that the customer had low blood glucose levels of 69 mg/dl. The mother of the customer reported that the buttons of the insulin pump were unresponsive. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.